Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: 1. Please indicate whether the products being returned due to doctors refusing to use them had any issues. A. Several suture strands either broke while being tied during surgery or detached from the needle while attempting to place them in the eye. B. At least 1 incident where the patient came back 24 hours later with them broken apart at the incision. It was not believed that the patient caused this to happen by its behavior. 2. How many v449g (lot #: ucmbaj) products failed in each of the four reported incidents? (B)(6) might have only used 1 strand and if it broke, he wouldn¿t try the other strand. 6 suture strands failed within these 4 incidents. 3. When were the needle came off suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify a. The suture strand detached from the needle while placing it in the eye. After pushed through one side, when he¿d try to grab the needle and pull the suture through it would break off. 4. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. 5. Please provide the source or name of person providing answers to follow-up questions: (B)(6) and dr. (B)(4). Please indicate whether the products being returned due to doctors refusing to use them had any issues. Definitely had issues; both needles of 3 suture packs from this lot were not secured well to the suture and came off at the swage. How many v449g (lot #: ucmbaj) products failed in each of the four reported incidents? 3 suture packs of double-sided suture (6 needles total came off). When were the needle came off suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify three came off during use on the patient (without the use of excessive tension or improper suture technique) and three came off during handling prior to use on the patient. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: dr., dvm. It was reported that ¿at least 1 incident where the patient came back 24 hours later with them broken apart at the incision. It was not believed that the patient caused this to happen by its behavior. Please clarify. Date and name of the surgery. Did any deshiscence occur? Was there any treatment provided including re-suturing? Corrected data: h4, d4, UDI lot updated. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿at least 1 incident where the patient came back 24 hours later with them broken apart at the incision. It was not believed that the patient caused this to happen by its behavior. Please clarify. Date and name of the surgery. Did any deshiscence occur? Was there any treatment provided including re-suturing?

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The needle came off the suture during surgery in four separate incidents. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needles detach from the suture (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Please confirm below, how many devices demonstrated the reported alleged deficiency? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: none of the three 3 cases we sent details on have been reported to ethicon before. The previous reports for the other lot numbers were when the needles came off of the suture while it was being used in surgery. I do not have exact dates for those incidences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI additional information was requested; the following was obtained: 1. On (B)(6) 2025 cataract surgery lot# tgmehp 2028-05-31. ¿(B)(6)¿ ¿ all of the sutures broke (the knots did not untie) os during the 24hr recheck at our hospital during exam. These were replaced with 8-0 vicryl suture. 2. On (B)(6) 2025 cataract surgery lot# ucmbaj 2029-02-28. ¿(B)(6)¿ - one suture from os was broken but the other 2 remained at her 24hr recheck. We did not replace the broken one. 3. On (B)(6) 2025 cataract surgery (due to lens instability, od was converted into an icle) lot# 102rjd 2029-07-31. ¿ (B)(6)I¿ - several broken sutures od 17 days after icle. Suture replacement was recommended but declined by owner. The following information was requested: we are currently identifying that some of the involved batches in the three cases you reported below are not associated with the five complaints we have listed (B)(4). Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? 1. On (B)(6) 2025 cataract surgery lot# tgmehp 2028-05-31. ¿(B)(6)¿ ¿ all of the sutures broke (the knots did not untie) os during the 24hr recheck at our hospital during exam. These were replaced with 8-0 vicryl suture. 2. On (B)(6) 2025 cataract surgery lot# ucmbaj . (B)(6) 2029. ¿(B)(6)¿ - one suture from os was broken but the other 2 remained at her 24hr recheck. We did not replace the broken one. 3. On (B)(6) 2025 cataract surgery (due to lens instability, od was converted into an icle) lot# 102rjd .on (B)(6) 2029. ¿(B)(6)¿ - several broken sutures od 17 days after icle. Suture replacement was recommended but declined by owner.